Event description:
It was reported that an ilet bionic pancreas generated repeated alert 38 and could not complete a rewind, leading to an ¿unable to proceed¿ alert during attempts to change supplies and after multiple restarts and a dry run; this is consistent with a motor stall malfunction of the infusion/drive mechanism. Symptoms included device usability issues without injury. Outcomes included interruption of insulin delivery requiring replacement of the device. Investigation included technical support troubleshooting and review of device performance through user-guided restarts and dry run attempts. Investigation of this case revealed recurrent motor stall behavior that persisted after restart, indicating a device functional failure. It was concluded that the device experienced a mechanical or electromechanical malfunction of the drive system, and a replacement device was provided.